Manufacturer narrative:
The implanted valve models and sizes are unknown. Possible valves used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the reported post procedure lbbb events and subsequent ppm implants. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported in an article, "effect of new and persistent left bundle branch block after transcatheter aortic valve replacement", 550 consecutive patients undergoing tavr between 2012 and 2016 at the institution were retrospectively reviewed. Both 30-day and 1-year outcomes of patients with isolated new or worsening lbbb following tavr were reviewed. Three electrocardiograms were reviewed per patient. The pre-tavr, immediate post procedure, and pre-discharge electrocardiograms were evaluated for the presence of new or worsening lbbb. New lbbb was defined as a qrs interval >120 msec that was present in the post procedure electrocardiogram and persisted on the pre-discharge electrocardiogram. Worsening lbbb was defined as an increase of at least 10% from baseline lbbb on post procedure electrocardiogram that persisted on the pre-discharge electrocardiogram. Fifty-two patients developed new or worsening lbbb. Six of the 52 patients received a permanent pacemaker (ppm) for lbbb prior to tavr discharge.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141